Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -3.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was exchanged for a toric model and same size lens. The replacement lens resolved the problem. Cause reported as unknown.